Manufacturer narrative:
The insulin pump had motor error alarm during occlusion test and unable to prime during prime due to faulty faulty force sensor resistor. Motor passed motor test.pump received with scratched display window, cracked display windowcorners, broken belt clip slot, cracked reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a motor error alarm. The blood glucose at the time of the incident was 223 mg/dl. Troubleshooting was performed. The device was returned for analysis.